Event description:
It was found during a baxter evaluation that a pump has a system error 322. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Review of the history log shows multiple system error 322. A system error 322 was reproduced during evaluation testing. Evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced.